Event description:
Two s1 set screws loosened from the pedicle screws post-operatively and the surgeon had to perform revision surgery to remove and replace the devices.

Manufacturer narrative:
No defects in the set screws were identified in the retrieval analysis. The wear pattern on the undersurface of the set screws was consistent with the wear seen when the rods have not been fully seated during surgery and consequently loosen. This is a known complication of this procedure and is cautioned in the product insert. The surgical technique manual clearly describes the use of the instruments to facilitate full seating of the rods and set screws.